Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter within the tube. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the customer just informed me that more tubes with a black spot were found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced foreign matter within the tube. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the customer just informed me that more tubes with a black spot were found.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-mar-2022. H.6. Investigation: bd received a sample and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A black fm was observed laying on top of the gel inside the tube. The sample was sent to franklin lakes for 'fourier-transform infrared spectroscopy (ftir)' analysis. Bd was able to determine from the ftir analysis that the fm closely resembles clot activator. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.